Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was over 400 mg/dl and up. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer inquired about obtaining a loaner pump but is not eligible. The customer reverted to an alternate method of insulin therapy.